Manufacturer narrative:
The device was received for evaluation. The device was evaluated. Burn in test and functional test was performed and no error message was observed. The user reported issue was not duplicated, however during data fault log review, it was found out that the device have recorded error 400 ref 26 nine times and error 400 ref 12 one time. Once testing was completed, a full calibration was performed. The device passed all testing criteria with no issues observed. Based on device evaluation, the reported issue was not duplicated, however there were errors observed in the data log. Errors found on data log were noted to be due to an electrode is attached and activated without a saline solution being present for error 400 ref 26 and error 400 ref 12 likely due to relevant foot pedal is held down during post or there is a faulty foot pedal. As stated on the IFU and as a preventive measure, the user manual states : non-function of the generator may cause interruption of surgery. Ensure that all installation procedures are followed and that all connectors are correctly inserted before use. A backup generator/method should be available for use.

Event description:
It was reported during an unspecified procedure, the device exhibited an ¿error code check electrode/irrigate on screen¿ message. There was no patient harm or injury reported due to the event.